Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged discrepant results for three patients with the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n unknown). The customer reported potential false results on the cobas® sars-cov-2/influenza a/b assay based on the clinical presentation of the patients. The clinical presentation of the three patients showed discrepant results between initial test results and retest test results using recollected patient samples for each patient. All initial tests and retests were analyzed on the same cobas liat system (s/n unknown). The discrepant results caused no impact to patient management decisions. The customer confirmed there was no allegation of harm to the patient. Patient samples were collected using nasopharyngeal swab. The results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed. Three mdrs will be filed, one for each of the patient identified, as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Though the allegation mentioned that three patients generated positive results, it is unknown for what target. It was later indicated that the customer was reporting the information secondhand. The customer was not able to provide any specific information surrounding the results alleged. An investigation was performed on the product provided to further rule out any contribution to the allegation. No product problem was identified. Updated information to specify that fabrc is the genxpert flu ab, rsv, sars cov2 assay (patient 2). Removed statement that all initial tests and retests were performed on the same liat analyzer since fabrc is a different platform. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged discrepant results for three patients with the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n unknown). The customer reported potential false results on the cobas® sars-cov-2/influenza a/b assay based on the clinical presentation of the patients. The clinical presentation of the three patients showed discrepant results between initial test results and retest test results using recollected patient samples for each patient. The discrepant results caused no impact to patient management decisions. The customer confirmed there was no allegation of harm to the patient. Patient samples were collected using nasopharyngeal swab. The results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed. Three mdrs will be filed, one for each of the patient identified, as per FDA guidance.